Event description:
The user facility requested a reprocessing in-service for the cysto-nephro videoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was being reprocessed incorrectly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched to the user facility on 15sep2022. The customer informed the ess, for high level disinfection steps, the insertion tube section of the scope was placed in a tube of high level disinfection. Then a sani-cloth was used to wipe the rest of the scope that was not placed within the tube of high level disinfection. The customer would then place the insertion tube section in a tube of rinse water. The customer was instructed on the appropriate reprocessing steps according to the olympus reprocessing instructions for use (IFU). The customer was provided with a copy of the reprocessing manual as well. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "cyf-vh/vhr reprocessing manual. 5.6 manually disinfecting the endoscope. Immerse the endoscope in disinfectant solution. [Warning] make sure that the disinfectant solution contacts all internal channel surfaces of the endoscope by completely removing all air bubbles from the channel. Air bubbles may inhibit disinfection of the channel¿s surfaces. When filling the channel with the disinfectant solution, flush until no more air bubbles are seen exiting the channel openings." Olympus will continue to monitor the field performance of this device.